Manufacturer narrative:
Additional information: d3 (MDR name and address), d4 (UDI#), g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that a sulu was received with a tack protruding from the tip indicating the timing was disengaged. Evaluation noted that the articulation knob did not function. It was jammed in partial articulation. It was reported that the tack inside the device dropped. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue could be due to excessive manipulation or to improper loading and/or unloading of the sulu. The evaluation detected an unreported condition: of articulation locked that has no relationship to the reported condition. The product analysis noted evidence that the device was not used as intended. This issue may be due to excessive manipulation of the device, in this case over torquing of the knob. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: instructions for loading: do not attempt to remove the shipping wedge until the reload is locked and loaded onto the instrument. Ensure the device is in reload mode, red toggle button exposed, and the device is in the straight (unarticulated) position. To load the reliatack¿ device select the appropriate reload, then pull and hold the blue lock switch button, located on top of the instrument, in the back position. Insert the pin located at the distal end of the shaft into the reload. Ensure that the arrow on the shaft is aligned with the arrow on the reload. Push the reload onto the distal end of the shaft until the two arrows meet. Release the lock switch button allowing it to return to the forward position. Gently pull on the reload to confirm that the device is properly loaded. Remove the shipping wedge once the reload is properly locked and loaded. Instructions for unloading: push the left side of the toggle button to expose the red portion of the button and ensure that the device is in the straight (unarticulated) position. Pull and hold the blue lock switch button, located on top of the instrument, in the back position. Pull the reload off of the shaft of the device. For unreported condition: appropriate force should be applied to the handle of the device when placing tacks. Excessive force may result in damage to the tissue, device and/or the material being fixated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic abdominal incisional hernia, when the product was used for firing to fixate abdominal wall of the mesh, the tack inside the device was dropped in the abdominal cavity without being fired normally. It was removed externally with no problem using lapro clamping forceps. They managed to complete the procedure with the reported tacks. There was no patient injury.